Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to physician felt there was damage to the soft collar of the lead. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.